Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had possible syncopal episodes. A review of their device data noted episodes of pacemaker mediated tachycardia (pmt); however, these did not correlate to the time of the patient's symptoms. No additional adverse patient effects were reported. The device remains in service.